Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 300cc saline breast prosthesis, catalog #3502300, (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 300cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was confirmed by visual examination. As a result, the patient will undergo explantation and replacement with a mentor memory gel breast implant 450cc gel breast prosthesis on (B)(6) 2019.

Manufacturer narrative:
On 06/15/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. The analysis results show that the device appeared intact. Leak testing revealed a tear in the posterior aspect measuring approximately 0.1 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. - it was initially reported that the patient was scheduled to undergo explantation and replacement with a mentor memorygel breast implant 450cc gel breast prosthesis on (B)(6) 2019. New information states that the patient underwent bilateral explantation and replacement with memorygel breast implant 550cc gel breast prostheses on (B)(6) 2019. - the patient had bilateral leaking saline implants. A separate medwatch report will be submitted for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).